Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked on 8 occasions. The following information was provided by the initial reporter: material no: (B)(4), batch no: unknown. It was reported the device was leaking from an unknown location.

Manufacturer narrative:
No product or photo was returned by the customer. The customer reported that chemo was leaking where the alaris tubing (2423-0007) connects to ICU medical locking closed system transfer device adaptor (mfg # 412126). The customer observed that because of the design of the tubing end, it is difficult to connect to the cstd as the double luer hits the locking mechanism and makes it difficult to know if the connection is secure. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked on 8 occasions. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown . It was reported the device was leaking from an unknown location.